Manufacturer narrative:
Additional information has been requested, but is not available. Boston scientific will continue to investigate to try and obtain further information.

Event description:
Boston scientific received information that this pacemaker is fluctuating battery percent remaining. Battery remaining showed 0.5 years, when in (B)(6) 2017, it showed 2.5 years remaining. Magnet rate at previous check was at 90 and now it is at 100. It was also noted that right ventricular (rv) lead threshold measurements are high. The patient is in complete heart block and is paced 99 percent of the time. Impedance measurements appear stable. No changes have been made to the pacemaker currently.

Manufacturer narrative:
Despite efforts, no further information could be obtained. If additional information becomes available, this report will be updated.